Manufacturer narrative:
Age/date of birth: exact age not provided, mean age at second glaucoma drainage device implantation was 9.2 ±7.1 years. If explanted; give date: n/a (not applicable) there is no indication the device has been explanted. The device was not returned for analysis. The serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Device manufacture date: unknown. (B)(4). Tung, I., marcus, I., thiamthat, w., freedman, s. (2014). Second glaucoma drainage devices in refractory pediatric glaucoma: failure by fibrovascular ingrowth. Am j ophthalmol 158(1), pp. 113-117. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The "second glaucoma drainage devices in refractory pediatric glaucoma: failure by fibrovascular ingrowth" literature was reviewed. The publication reported 8 eyes that experienced treatment failure (5 baerdvelt 250, 1 baerdvelt 350 and 2 unspecified baerdvelt shunt). In addition, the publication referred to 4 eyes that experienced hypotony, however, it was not specified to which device (ahmed or baerdvelt) these were related to. No additional information was provided to johnson & johnson surgical vision. This report captures the event for the 2 unspecified baerveldt shunts. A separate report is being submitted for each baerveldt shunts.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Upon further review it was noted that in the initial MDR section h did not include the article attachment. Therefore, this supplemental filing is to include a copy of the literature review article. A copy of the article is provided with this report.